Event description:
The customer reports that the device has a critical failure, and when turned the device on, the screen went blue, shutdown and will not turn back on. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports that the device has a critical failure, and when turned the device on, the screen went blue, shutdown and will not turn back on. There was no reported pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.